Event description:
Consumer complaint of high blood results. Caller normally is 80-120mg/dl. Based on parkes error grid analysis, the bias between the highest result given (455) and the normal result (80) is located in zone d. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).